Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device is expected to return; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On an unknown date, the guide rod¿s packaging was found opened prior to use. No additional details regarding the circumstances, procedure, or environment were provided. There was no patient involvement. Attempts have been made and no further information has been provided.